Event description:
The facility's biomedical tech reports the pump will not pump. Details were not available regarding the set up of the infusion device. Info regarding whether or not the device was in use on a pt when the reported problem was found was also not available and no add'l contact info was provided. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event.